Manufacturer narrative:
Our field service engineer (fse) was on site to investigate the reported issue. It was found out that there was a crack at the connection port of the air outlet of the compressor that was causing leakage. The provided pictures and video confirm the concerned defective part and the issue that was experienced. This kind of leakage may lead to poor air supply. In the event of a major leak, the compressor will not be able to supply the ventilator with sufficient air pressure. Alarms from the connected ventilator and the compressor will then be generated to alert the operator. The conclusion in this matter is that the compressor 's air outlet was defective. The customer did not request service for replacement and disabled their compressor for use. Since customer did not request any service, with the information available, it was not possible to identify the root cause of damaged component.

Event description:
It was reported that the connection port of the air outlet on the compressor was damaged. There was no patient harm. Manufacturer ref.#: (B)(4).